Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced procedural pain ("soreness from surgery") and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, procedural pain and weight increased outcome was unknown. The reporter considered medical device removal, procedural pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, procedural pain, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced procedural pain ("soreness from surgery") and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, procedural pain and weight increased outcome was unknown. The reporter considered medical device removal, procedural pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, procedural pain, weight gain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report: reporter information and new event "soreness from surgery" added. On (B)(6) 2020: event "weight gain" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (for essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.